Event description:
It was reported that during the implant attempt, the physician was not able to implant this lead because the stylet was stuck in the lead. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. There was blood/body fluid noted in the outer tubing overlay and in the distal conductor (not obstructed).